Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information listed. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: alternate site cardiac resynchronization (alsync): a prospective and multicentre study of left ventricular endocardial pacing for cardiac resynchronization therapy. European heart journal. 2016;37(27):2118-2127. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths from sepsis identified. There were also reports of lead dislodgements in where the leads were replaced. There were also reports of patients who experienced strokes, and transient ischemic attacks (tia). The article indicated that there were infections and the leads were explanted. The status/location of the leads is unknown. There is no allegation of lead-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received.

Manufacturer narrative:
Further review prompted a change in the device analysis results.